Event description:
It was reported that during an unspecified procedure, the handpiece would not stop running. The battery was removed and the procedure was completed with another device. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and the complaint was verified. The trigger depressed due to the anti-rotation pin coming out and sticking on the carriage assembly. The device was repaired and returned to the customer.